Event description:
It was reported that anti-tachycardia pacing (atp) therapy and ventricular shock therapy was delivered to convert an arrhythmia. Initially the arrhythmia was detected in the ventricular tachycardia (vt) zone where atp was delivered and then accelerated the rhythm into the ventricular fibrillation (vf) zone where a total of six shocks were received due to frequently reoccurring runs of ventricular tachycardia (vt). The rhythm was finally converted with shock therapy. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy and ventricular shock therapy was delivered to convert an arrhythmia. Initially the arrhythmia was detected in the ventricular tachycardia (vt) zone where atp was delivered and then accelerated the rhythm into the ventricular fibrillation (vf) zone where a total of six shocks were received due to frequently reoccurring runs of ventricular tachycardia (vt). The rhythm was finally converted with shock therapy. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes and impact codes.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy and ventricular shock therapy was delivered to convert an arrhythmia. Initially the arrhythmia was detected in the ventricular tachycardia (vt) zone where atp was delivered and then accelerated the rhythm into the ventricular fibrillation (vf) zone where a total of six shocks were received due to frequently reoccurring runs of ventricular tachycardia (vt). The rhythm was finally converted with shock therapy. No adverse patient effects were reported. The device remains implanted.